Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump squirted out during manual prime. The customer¿s blood glucose was 7.2 mmol/l at the time of the incident. The customer stated the insulin pump was not bumped, dropped and no water contact. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No prime anomaly noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer.